Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose while sleeping and was hospitalized. Customer stated she had not given a bolus in the last 24 hours and still went low. Blood glucose at the time of incident was 45 mg/dl. Customer stated that it seemed the insulin pump was over delivering insulin. Troubleshooting was done and no issues were found. Customer was advised the insulin pump is working as designed. The customer would discuss the issue with the doctor.